Manufacturer narrative:
Approximate age of device (age of device: 5 years, 5 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was experiencing bleeding from the driveline. The account reported that the patient's ldh varied from 314-869 during admission and trended up to 652 on (B)(6) 2018. During log file analysis, an increase of power and flow were noticed. The patient was transferred to the ICU for acute respiratory distress and suspected pump thrombosis. The patient's ldh trended upwards to 1371. The patient symptoms included shortness of breath, fever/chills. The hospital started the patient on argatroban drip for subtherapeutic inr of 2.0 (goal 2.5-3, due to pump thrombosis and history of factor v leiden deficiency). It was reported that the patient's ldh was measured up to 918 today from 596 last week in our outpatient clinic. The account reported that the patient had dark colored urine. The account reported that the patient expired due to respiratory failure. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed elevated pump power; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2018. The file captured slight power elevations within the file. No other atypical alarms were noted. The pump speed remained above the low speed limit and appeared to be functioning as intended. It was reported that the patient was having bleeding from their driveline site with a slight decrease in hemoglobin. The patient¿s ldh levels varied from 314-869 during admission and started to trend up. The account communicated on (B)(6) 2018 stating that the patient was admitted for shortness of breath, fever and chills. The patient was started on an argatroban drip for subtherapeutic inr of 2.0. The patient¿s ldh went up to 918 from 596 last week in their outpatient clinic. The account communicated on (B)(6) 2018 stating that the patient was transferred to the ICU in the morning with acute respiratory distress and suspected pump thrombosis. The patient¿s ldh levels also trended up to 1371 and the patient was experiencing dark color urine. The patient ultimately expired on (B)(6) 2018 due to respiratory failure and on (B)(6) 2019, it was stated by the account that the pump was not explanted. Heartmate ii lvas, serial number (B)(4), was not returned to abbott for evaluation. The hmii lvas IFU lists device thrombosis, hemolysis, bleeding and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. Lastly, this document outlines the recommended anticoagulation therapy and inr range. The patient handbook also contains information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.